Event description:
It was reported that the customer received a no delivery alarm on his insulin pump while taking a bolus to correct a high blood glucose. The customer's blood glucose was 365 mg/dl. Troubleshooting was done. The customer reported slight resistance when pushing insulin through the tubing and that the insulin did exit the tubing. After a successful manual prime, advised that the insulin pump was working as designed. Explained that the alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.